Event description:
It was reported that the patient was having "spasms" in the area of the device when the patient was lying down. The physician's office was contacted and confirmed that the patient had diaphragmatic stimulation. Reprogramming was performed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.